Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient saw a red battery alarm and then the screen went blank. The patient performed a system controller exchange. Log files were sent for review, and the event log captured low voltage advisory events and no external power events starting 12feb @0005. Leading up to these events, the patient was using battery power and then switched the white power lead to mobile power unit (mpu) and then the advisory events started then a few seconds later showed no relative state of charge (rsoc) voltage on the power leads with no external power alarms. The ebb did turn on and power the ventricular assist device (vad) until the system controller was exchanged on 12feb @0008. The reported issues resolved with the system controller exchange and no further troubleshooting was performed.

Manufacturer narrative:
Section d9 correction. Section h6 medical device problem code 1184 - display or visual feedback problem added. Manufacturer¿s investigation conclusion: the reported event of a red battery alarm was confirmed via the submitted log files. The reported event of the heartmate 3 system controller screen going blank was not confirmed during evaluation of the returned controller. On (B)(6) 2025 at 00:05:29, the log file captured no external power alarms due to the black power cable being disconnected from 14v li-ion battery power while the white power cable relative state of charge (rsoc) and bus voltages were below the expected voltage range for the mobile power unit (mpu). The voltages on the white power cable being below the expected range have been addressed under the mpu investigation. At 00:07:44, the driveline was disconnected, which is consistent with the reported system controller exchange. The no external power event did not impact the system controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log file. The returned controller, serial number (B)(6), passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period without issue. The provided information indicated the reported issues resolved with the controller exchange. The root cause for the red battery alarm was determined to be due to user error in disconnecting the black power cable while the white power cable voltages were below the expected voltage range. A root cause for the blank screen was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instruction for use (rev. B) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve no external power alarms. Of note, when a no external power alarm activates, the red heart and red battery light emitting diodes (led) activate. The heartmate 3 instruction for use section 3, entitled ¿powering the system¿, instructs the user to ensure one power cable is always connected to an external power source. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿, provides instruction on how to properly care for the equipment, including the system controller. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.